Manufacturer narrative:
The check of the DHR of the lot # of poly liner involved (lot #201407598) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. This is the first and only complaint received on this specific lot #. We will submit a final MDR once the investigation will be completed.

Event description:
The patient underwent primary shoulder arthroplasty (smr anatomic total) on (B)(6) 2014. According to the info reported, on (B)(6) 2016 the patient underwent revision surgery due to wear of the polyethylene liner, which at the end resulted in the contact between the metal back and the humeral head. During revision surgery, the glenoid components (poly liner + metal back) and the humeral head were replaced. According to the info reported, after the surgery of (B)(6) 2014 the patient refused to follow surgeon recommendation regarding physical activity and kept lifting weights over the course of two years. Event occurred in united states.